Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the pogo pin board.

Event description:
Customer reported the v series monitor shut down, which may have affected pt monitoring. No pt injury was reported.